Event description:
A report was received that the patient was experiencing charging issues between the implant and the external equipment. An explant of the device has been recommended.

Manufacturer narrative:
Additional information revealed that the explant procedure had been canceled as the physician has a suspended license. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing charging issues between the implant and the external equipment. An explant of the device has been recommended.